Event description:
On (B) (6) 2010, the pt reported she has had elevated blood glucose readings of up to 532 mg/dl. Her normal range is 100-150 mg/dl. Symptoms are blurred vision, extreme thirst, and chest pains. She stated she changed her insulin infusion set and the insulin cartridge of her infusion device, but her readings remained elevated. She said she then noticed condensation inside the cartridge chamber window and insulin inside the piston rod area. She switched to her backup device and her readings returned to her normal range. On f/u with the pt, she stated she received her replacement device and her blood glucose is within her normal range. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device and cartridge was replaced and requested to be returned for eval.